Manufacturer narrative:
The instrument has been suppressing intermittent potassium (k) and calcium (calc) results with reference drift errors. Na and cl qc prior to the event were within lab-established ranges. Per the customer, qc was not run after the event. A field service engineer (fse) was dispatched and cleaned the flow cell and replaced the carbon dioxide (co2) membrane, the sample probe, and the cl electrode. The fse verified instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false high sodium (na) and chloride (cl) result on one patient sample generated by the synchron cx3 delta total protein analyzer. The erroneous results were reported out of the laboratory. However, the samples were repeated, giving lower results and amended reports were issued within three (3) minutes of the erroneous results being reported. The instrument generated a false high cl result on a second sample, but that result was not reported out of the lab. Treatment was not initiated or withheld based upon the false results reported.